Event description:
On (B)(6) 2013, a patient contacted us regarding an adverse event. Attached to the complaint letter was a print-out of postings from this forum, "the truth about silicone hydrogel contacts - the new wave of high oxygen, high discomfort lenses", (B)(4). Our firm posted a statement on the forum requesting any poster who experienced an event with acuvue products to contact us. Company contact information was provided. Profile information is no longer available on the site so no direct communication is possible. On blog posted (B)(6) 2011, at 06:13 am, the complainant posted: "any third generation contacts (oaysis) by my optometrist which I've used for 11 years. He's fantastic and I have always appreciated his knowledge, helpfulness, and insight. Because more oxygen is always better for the eyes and these contacts should be more comfortable he switched me from my old contacts. He has always instructed me to never use anything but saline to clean my contacts with and for storage in the fridge. I have never had an eye infection or any eye problems until this past year. For the past 6 several months I noticed my left eye was feeling like it had a lot of pressure and pulling sensation followed by headaches. It was not comfortable. My left eye would tear from time to time, and I had noticed my vision was no longer clear in my left eye (when I took the vision test for my driver's license renewal it was blurry though I could read it) and I've had allergy symptoms of stuffiness even though I have no allergies. I figured it was time to set up an appointment since I was on my last pair of 30 days contacts. After getting an appointment with my optometrist, he found that I had picked up a significant (7 clicks when before I had none) non-permanent astigmatism from being irritated. So first we tried a new pair of contacts, then we tried steroid drops for 3 weeks with no results. Yesterday, he changed my contacts to a contact lens without silicone hydrogel. I have to say I'm amazed already by the change and it's only been one day. Today is the first day in months that I have not had pressure in my left eye and my day did not end with a dull headache. I'm thankful my eye doctor has seen a couple of other people with the same issue and even though it was a long shot decided to grasp at straws and switch me out of the oaysis. I am so excited and am so looking forward to my next appointment in a month to see if my astigmatism is disappearing. Best wishes to you all and good eye health! Find a doctor who supports you. You are not crazy!" 1033553-2013-00156.

Manufacturer narrative:
Labeled for single use or reuse. The complainant's profile was no longer available on the site. Unable to send a message to this patient. Unable to request lot information or product for investigation. The severity of the alleged injury is unknown. The patient alleges loss of vision and prolonged medical treatment. As we are unable to contact the patient, confirmation by a medical professional is not available, this event is being reported as worst case. If additional information is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.